Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a menu button was found to be not functioning. The device's front panel/keypad led board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a menu button issue with a ventilator. The device's keypad was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the menu button issue was found to be a misalignment of the button's contact. With repeated manipulation, the button realigned and operated properly.